Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device had difficulty crossing the lesion and it was noted that the stent struts were broken. The device was completely removed from the patient's body. The procedure was completed with a 2.50 x 20 synergy¿ drug-eluting stent. No patient complications nor patient injury were reported.

Manufacturer narrative:
Upn- search corrected (B)(4). Catalog/model # corrected from 39262-3822 to 39262-3822. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device had difficulty crossing the lesion and it was noted that the stent struts were broken. The device was completely removed from the patient's body. The procedure was completed with a 2.50 x 20 synergy¿ drug-eluting stent. No patient complications nor patient injury were reported.